Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during the intraocular lens (iol) implant procedure injectors are not working properly in engaging the iol¿s. Additional information received and stated that plunger is going over the lens.

Manufacturer narrative:
Eleven opened company handpieces were received for the report of plunger is going over the lens. Samples 1, 2, 3, 5, 6, 7 and 9. A visual inspection of the handpiece injectors was performed and was found to be conforming. A dimensional plunger position height check was performed and was found to be conforming. Finally, a functional thread to barrel engagement check was performed and was found to be conforming. Samples 4, 8, 10 and 11 a visual inspection of the handpiece injectors was performed and was found to be conforming. A dimensional plunger position height check was performed and was found to be nonconforming. Finally, a functional thread to barrel engagement check was performed and was found to be conforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned samples 1, 2, 3, 5, 6, 7 and 9 were found to be conforming for all visual inspections, dimensional inspections and functional tests, associated with the reported event, therefore plunger is going over the lens as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. The complaint evaluation indicates that samples 4, 8, 10 and 11 have nonconforming plunger positions, which could result for the plunger to go over the lens. The root cause for the nonconforming plunger height observed on samples 4, 8, 10 and 11 is unknown. How and when how the plunger positions became damaged cannot be determined from this evaluation. The most likely cause is from improper handling of the product. This injectors have been in service for approximately one year. The manufacturer internal reference number is: (B)(4).